Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose values up to 280 mg/dl over approximately one week and was changing insulin daily; the user had recently learned she was pregnant and attributed the hyperglycemia to pregnancy, and she was advised to consult her healthcare provider. Investigation of this case revealed no device malfunction identified and use of the device as intended. No symptoms associated with hyperglycemia reported. Outcomes included no injury and no medical intervention. It was concluded that the cause of the hyperglycemia is unclear and unrelated to a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.